Manufacturer narrative:
The technician found that the foot up button, on the left head siderail, was stuck. The technician replaced the left siderail caregiver membrane to resolve the issue.

Event description:
Account alleged that the foot of the bed keeps rising on its own. No pt impact.